Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for gastroparesis. The customer had been feeling nauseous prior to hospitalization. The customer's blood glucose level at the time of admittance was 121 mg/dl. The customer was in the hospital and was attempting to deliver a bolus and received a no delivery alarm. The customer's blood glucose level at time of the call was 358 mg/dl. Troubleshooting was done. The customer stated that the hospital staff administered a manual injections to treat blood glucose levels. Advised customer to remove the reservoir from the insulin pump and reconnect the reservoir and infusion set. Customer reported that insulin did exit the tubing. Advised the pump is working as designed. Explained that the alarm was caused by an infusion set or reservoir occlusion. Nothing further reported.